Manufacturer narrative:
The subject device remains implanted.

Event description:
It was reported that during a stent assisted coil embolization, one of the six implanted coils perforated the aneurysm located in the left internal carotid artery and a subarachnoid hemorrhage occurred. The physician did not know which of the 6 implanted coils perforated the aneurysm and the patient was administered protamine sulfate (dose unknown). It was reported that 18 hours post procedure the patient suffered an asymptomatic cerebral hemorrhage. The physician did not administer any additional treatment due to the hemorrhage. No additional information is available.